Event description:
The manufacturer received a voluntary medwatch (mw5105395) alleging a ventilator's sound abatement foam became degraded. The patient has reported they have been hospitalized multiple times. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received a voluntary medwatch (mw5105395) alleging a ventilator's sound abatement foam became degraded. The patient has reported they have been hopsitalized multiple times. The patient alleges visualization of particles and has been prescribed steroids and antibiotics. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
The manufacturer previously reported on this device in MDR 2518422-2021-06065. This report was submitted as a duplicate report of the previously submitted report.